Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported errors primary alarm failed (e/c 1102,5021). It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date of report: 12jun2019. Date rec'd by MFR: 10jun2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer reported the original failure was code 5021 and 1102. Customer replaced speakers. It was reported code 1102 persists along with alarm volume escalation disabled message. The customer was advised to press silent/reset and the error code 1102 cleared and did not return. The customer stated the unit was burned-in for 48+ hours after resetting the alarm with no alarms and no operational anomalies. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.